Event description:
Edwards received notification that a 50 year old patient with a 3300tfx27mm valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of four (4) years and three (3) months due to degeneration leading to severe stenosis and mild insufficiency (gradient 73mmhg). As reported, patient presented with dyspnea and nyha ii symptoms. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device. Reportedly, patient was noted as to be discharged home.

Manufacturer narrative:
Added information to section h6 (component code), h6 (health effect - clinical code), h6 (device code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) . H10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of structural valve deterioration could not be confirmed by product evaluation. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including kidney disease, history of bicuspid aortic valve, chronic renal failure and history of dialysis patient.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 50 year old patient with a 3300tfx27mm valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of four (4) years and three (3) months for unknown reason. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device.